Manufacturer narrative:
A patient experienced ineffective therapy and high impedances was reported to abbott. As a result, one lead was explanted and replaced but, the second lead was explanted and not replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, one lead was explanted and replaced but, the second lead was explanted and not replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. D6a - date of implant is unknown . Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Attempts to program were unsuccessful. Surgical intervention may take place to address the issue.